Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca tubing leaked while connected to the patient. No patient harm reported. Event occurred in labor and delivery.